Event description:
Technician alleged that the head end brake caster is not holding while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the head brake caster to resolve the issue.